Manufacturer narrative:
Manufacturer's investigation conclusion: provided information indicated that the patient's infection was not related to heartmate ii lvas, serial number (B)(6), rather the patient's non-abbott ICD. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated on (B)(6) 2024 that the device generator was referring to the implantable cardioverter defibrillator (ICD). The infection was localized to the pocket of the ICD, and there was no indication of a pump infection. The pump operated as expected. There was no change after ICD removal, and no trouble by ventricular tachycardia (vt) appearance. There was no medical plan for ICD reinsertion. If vt appeared, it would be treated with oral medication as long as circulation was not disrupted. It was communicated that the patient had a history of vt, and an ICD placed prior to pump implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacterial device pocket infection that occurred after replacing the device generator, and association with the device could not be ruled out. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024. Surgery and drug therapy were performed.